Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risk associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Event description:
During the final stage of placement the stylet was stuck inside the tubular mesh and it could not be removed. The user commented that it felt as though the stylet had pushed through the side of the tubular mesh and come out the other side and then got snagged when trying to pull back. The consultant needed to laterally dissect the vaginal wall to locate the tip of the stylet to ensure that when trimming the tubular mesh, none of the stylet was left behind. Per add'l info rec'd, the pt was discharged as normal.